Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On 01-june-2022, procept biorobotics corporation was made aware that the patient returned to the medical facility four (4) days post-op with a pulmonary embolism. The treating physician stated that per medical records, the patient presented with a medical history of high cholesterol and high blood pressure but had made a full recovery from this event. Per the manufacturer's instructions for use, embolism is a perioperative risk associated with the aquablation procedure. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record (DHR), and labeling. The aquabeam robotic system's treatment log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment log file indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b rev c/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o embolism a root cause for the reported event could not be determined. The aquabeam robotic system instructions for use embolism as a potential risk of the aquablation procedure. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.